Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on 5/23/2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed + due to discharged battery. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and transmitter, discharged battery for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter, discharged battery. The reported event of transmitter failed/error/alert is reportable based on transmitter, discharged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.